Manufacturer narrative:
Block a2: the patient was reported to be between 61-70 years old. Block b3: the event date was approximated based on the procedure date. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: the initial reporter facility name is (B)(6). Block h6: imdrf device code a051201 captures the reportable event of catheter dislodgement. Imdrf device code a0203 captures the reportable event of "post-placement, drainage was initially inadequate, likely due to clots or obstruction of the catheter holes within the urinary tract." Imdrf impact code f1904 captures the reportable event of device repositioning.

Event description:
It was reported that a jinro pigtail nephrostomy catheter was used for urine drainage antegrade pyelography during a percutaneous nephrostomy procedure performed on (B)(6) 2024. The catheter was attempted to be placed during the procedure was initially unsuccessful. Despite dilation of the muscle fascia, the catheter did not pass easily, requiring additional effort and time. A replacement catheter was subsequently placed; however, post-placement, drainage was initially inadequate, likely due to clots or obstruction of the catheter holes within the urinary tract. After hospital discharge, the catheter became dislodged during the indwelling period, and it was necessary an intervention to reposition the device. No serious adverse events resulted from the dislodgement. Per physician's assessment, the event was possibly related to the device. Note: this complaint pertains to the replacement catheter.